Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the endoscope reprocessor exhibited broken leak test connectors. The issue was identified during reprocessing and there were no reports of patient involvement.